Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 508 mg/dl and ketone level was high. Customer alleged pump was not delivering insulin. Healthcare provider identified ketones as being dangerous and doubled the pump basal rate. New infusion set was used, manual injections were administered and water was consumed. Pump system check was performed with tandem technical support; no device issues were identified.